Event description:
A routine lithotripsy procedure was performed on pt. Noticed x-ray table positioned incorrectly for procedure. Possible computer programming error with equipment. Factory svc rep called to assist in investigation of table positioning problem. The x-ray table is supposed to move in the x, y and z axis to preset coordinates when the recall button is pressed after starting the lithotripsy program on the monitor cart. The table moved only in the z direction.